Manufacturer narrative:
Device available for evaluation - product received on: 01oct2018. Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), and quality control of the returned device was conducted during the investigation. Two dilators, the blue needle and protector, the black catheter and the stiffening cannula were all returned in a used and undamaged condition for evaluation. The needle, catheter and stiffening cannula were returned as one unit and heavy biological matter was present on the device. The 10fr kcfw sheath was not returned with the device, so a visual inspection and measurements could not be performed. However, photos of the device and packaging were returned for evaluation. It appears the material of the sheath separated, with a section of the inner coiling exposed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest that the product was not made to specifications. A review of the device history record was conducted on the rups-100 set and revealed one nonconformance for foreign matter (qty. 10) in rups-100 lot 8644659, of which all affected devices were re-worked. One nonconformance was found for the dilator being too short (qty.2) in the kcfw lot ic8556540, of which all affected devices were scrapped. Another nonconformance was found in the kcfw lot ic8545091) for split tips (qty. 10), in which all were scrapped. It should be noted that there were no other complaints reported for these lot numbers. The instructions for use (IFU) note that the device is intended for one-time use and is sterile if the package is unopened or undamaged. The product should not be used if there is any doubt about its sterility. The product should be stored in a dark, dry and cool place and exposure to extended periods of light should be avoided. The user is advised to inspect the product prior to use to ensure that no damage has occurred. From the review of the device master record, the root cause is possibly user technique. No additional evaluation of the device was able to be performed since the device was not returned. From the provided images, it appears as though the material separated, exposing the inner coiling. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this complaint was driven by a procedural or device related cause. At this time there is no objective evidence to determine the root cause of this event. Nevertheless, the appropriate personnel have been notified of this incident. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar events.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, during puncture, the valve separated from the sheath of a rosch-uchida transjugular liver access set. As a result, the user removed the damaged sheath and a new device was used to finish the procedure. Per the customer, no resistance was encountered while advancing the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.